Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 093-28, lot# va02kfx, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had pain around the stimulator pocket when it was touched and around the wire incision. When the patient stood, there was a shocking sensation at the tailbone and at the pocket site which radiated to the lead. This occurred with movement. When the stimulator was off the patient reported no pain. This started occurring a couple of months prior to the report; there was no trauma or incident. The device was reprogrammed without success. Of note, the patient was getting great relief. It was further reported that the issue was resolved with reprogramming.